Event description:
It was alleged that a patient received questionable results when testing with a coaguchek inrange meter. A sample from the patient was tested using the meter, resulting in a value of 3.6 inr. A sample from the patient was tested in the laboratory using the innovin chronometric method, resulting in a value of 2.75 inr. A sample from the patient was tested using the meter, resulting in a value of 3.3 inr. A sample from the patient was tested in the laboratory using the innovin chronometric method, resulting in a value of 2.65 inr. All measurements occurred within a 3-hour time frame. The patient's therapeutic range is 2.5 - 3.5 inr.

Manufacturer narrative:
The meter serial number was(B)(6) . No product is expected to be returned. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Section e3: occupation is patient/consumer h3 other text : na